Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt burning and stinging caused by her device, and that she also felt some dizziness and tired. The device remains in use. No further patient complications have been reported as a result of this event.